Event description:
It was reported by the customer that the device was heating up during a procedure. The procedure was completed successfully using back-up equipment. No medical intervention and no adverse consequences were reported with this event.